Manufacturer narrative:
Corrected data: the explanted device was another manufacturer's device.

Event description:
It was reported that the patient experienced a mechanical issue with the inflatable penile prosthesis. An ultrasound and resonance showed the reservoir had no fluid. A revision surgery was scheduled. No patient complications were reported. Further information received indicated the complaint/explanted device was not a bsc device,

Event description:
It was reported that the patient experienced a mechanical issue with the inflatable penile prosthesis. An ultrasound and resonance showed the reservoir had no fluid. A revision surgery was scheduled. No patient complications were reported.